Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was ¿high¿ on the continuous glucose monitor with trace ketones. Elevated blood glucose was addressed with manual injection.